Event description:
It was reported that during follow-up the right ventricular (rv) leadshowed oversensing. Possible rv lead fracture is suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Performance data collected from the device was received and analyzed. Analysis revealed there was 1- patient alert for lead failure predictor on (B)(6) 2013, a lead integrity alert triggered, there were 13 - ventricular non-sustained tachycardia episodes <(><<)> = 215 ms on (B)(6) 2013, 1 vf = 210 ms average v-cycle on (B)(6) 2013, 5-lfp high rate-ns <(><<)>= 195 ms average v-cycle on (B)(6) 2013, ventricular short interval count v-sic=3684 counts, in 3.99 days, between (B)(6) 2013. One patient alert for out of tolerance threshold lead impedance on (B)(6) 2013, a daily pace lead trend data shows a spike increase for ventricular pace bi impedance = 361 to 4047 ohms peak between (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo.